Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask and did not properly wash their hands prior to starting therapy. It was not reported if the patient required hospitalization for the event. On the same day as onset, the patient was treated with ceftazidime intraperitoneally (1g daily for three consecutive days) and vancomycin intraperitoneally (2g stat) for the peritonitis. Five days after onset, the patient began repeated treatment with vancomycin intraperitoneally (one gram every five days for twenty days) for the event. The patient was retrained on aseptic technique. The patient was reported to have recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.